Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin cancer excision procedure from the right forearm on an unknown date and suture was used. The patient excision site became extremely red with a rash, but was not confirmed as a staph infection. There was no discharge and it wasn¿t overly inflamed but the patient was put on antibiotics as a precaution.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.